Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this ra lead dislodged. It was indicated a revision procedure would be performed, but has not been performed or scheduled. No adverse patient effects were reported.